Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor alarmed for low pressure. The alarm is generated when the compressor delivers a too low air pressure. Alarms will be generated on both the compressor and the connected ventilator. Our field service engineer went on site to investigate the unit. A hole was found on the exhaust tubing. The compressor passed all functional and safety tests after replacement of the tubing. The damaged tubing has not been returned for further investigations.

Event description:
(B)(4).